Event description:
It was reported that no alarms and CPAP broken. No additional information.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was received in with a missing CPAP knob. The front panel is bent at the top right corner. Functional testing found there was no electronic power and the CPAP knob is spinning. The root cause of the reported issue was found to be faulty electronic chassis and stripped CPAP needle cartridge from impact damage. Installed small knob and 3 small knob covers. Re-shaped front panel. Replaced MRI battery, sintered filter, and o-rings. Device passed all functional testing. Additional event information received indicating no patient involvement (updated b5)

Event description:
Additional information was received which included the event date and reported event did not occur during patient use.